Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer unspecified age via regulatory authority (case # (B)(4)) in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) implanted and experienced bleeding/heavy bleeding, severe pelvic pain, severely anemic, hair falling out, bruising all over my body, lower back pain, and pain. No information given on consumer's history, past drugs and concurrent conditions. It is not reported whether the consumer received any concomitant medication. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) at unk implanted. On an unspecified date the consumer experienced bleeding afterwards and heavy bleeding that continued for 2 months solid then stopped for a couple of days and then continue with heavy bleeding for a couple of weeks then stop bleeding for a couple of days and that continued. She also experienced severe pelvic pain that would come off and on. She ended up being severely anemic from the blood loss. She had lots of hair falling out and bruises all over her body. She also had lower back pain after having them inserted. She called her doctor who implanted them and they told her they never had any patients with those symptoms. She told them she wanted them out of her because she has been bleeding and in pain since having them in. They decided not to do the hsg test because she wanted them out. Her other doctor decided removing them would be best. On (B)(6) 2014 a hysterectomy was performed leaving ovaries. The bleeding, pain, bruising and hair loss have all stopped and she was feeling a lot better. The outcome of the events bleeding/heavy bleeding, severe pelvic pain, severely anemic, hair falling out, bruising all over my body, lower back pain, and pain was unknown. Reporter causality: the relationship between bleeding/heavy bleeding, severe pelvic pain, severely anemic, hair falling out, bruising all over my body, lower back pain, and pain and essure is related. After 3 follow-up attempts, no response was received.